Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that device has cosmetic defect. It is unknown if the device was used in surgery. It is unknown if injury occurred. It is unknown if delay or medical intervention occurred. There is no additional information available. .